Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited increased threshold measurements from 1.3v at 0.4 ms at implant, to 3.5 v at 0.3 ms in unipolar pacing mode four months later. Sensing measurements were reported at 3.5 mv bipolar mode. Impedance measurements were within normal limits. No change in lead position was observed under chest x-ray. Seven days later, rv loss of capture (loc) was noted and the patient experienced a syncopal episode. A lead revision was performed the next day. This lead was explanted and a new lead was successfully implanted. To date, no further adverse patient effects were reported. No additional information is available at this time. If additional information becomes available, this event will be updated. The implant, explant and event dates were provided by boston scientific.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.